Event description:
It was reported that the ambicor penile prosthesis (app) functioned great, but the patient was dissatisfied with its rigidity and wanted firmer erection. The app was removed and replaced with inflatable penile prosthesis. The patient is recovering from the surgery with the new implant. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.